Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous unspecified lesion that is 90% stenosed. The lesion was pre-dilated with a 2.5x13mm non-abbott balloon and a 2.50x38mm xience skypoint stent was deployed. The 3.5x15mm nc trek balloon dilatation catheter (bdc) was advanced; however, ruptured at 8 atmospheres during the first inflation. Resistance with anatomy was noted during advancement of the bdc. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.